Manufacturer narrative:
Onsite investigation was conducted by an isi technical field specialist (tfs), confirmed the error in the event logs, and found a mechanical cable broken on the mtmr. The mtmr was replaced to repair the system. Failure analysis was able to verify the field reported complaint during visual inspection. One (1) of the 2 axis 4 turret cables was broken. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the wire of the master tool manipulator right (mtmr) broke causing the system to become unavailable. An isi technical support engineer reviewed the logs and found a repeated fault occurred displaying error code 23008, pointing to mtmr axis 4. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The surgeon made the decision to complete the procedure using traditional open surgical techniques. There was no report of any harm, adverse outcome or injury to the patient.